Manufacturer narrative:
The tabletop illuminator module was received. The sample was tested and found to meet product specifications. The root cause remains the nonconforming component on the illuminator printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The tabletop illuminator and the auxiliary illuminator were both replaced to resolve the issue. However, the aux illuminator module and two (2) lamps were returned for evaluation. The system was tested and found to meet product specifications. The system was manufactured on april 5, 2011. Based on qa assessment, the product met specifications at the time of release. The tabletop illuminator was not returned. However, the aux illuminator module and two (2) of the lamps were received for evaluation. An initial-visual assessment of the returned samples, found there were no ¿obvious non-conformities.¿ further evaluations (on the illuminator), found a non-conforming component. The root cause of the reported ¿illumination issue¿ can be attributed to a non-confirming component on the illuminator printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the light on the unit was out.